Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A broken reservoir tube lip, cracked battery tube threads, scratched display window and missing end cap sticker noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 170 mg/dl. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.